Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received received the device was deployed by the operator inside the catheter by mistake unfortunately due to microcatheter positioning, small contained perforation. 2x 2mm x 60mm detachable concerto coils at level of vasa recta and segmental branch. No bleed on post treatment angiogram. No malfunctions or adverse symptoms done to the patient due to wrong deployment of the coils. No damage was observed to the pushwire. The coil did not prematurely detach in the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil was deployed by the operator inside the catheter by mistake (user error). The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing an embolization procedure for a gastrointestinal bleed. The coil was successfully delivered and the targeted vessel was treated. The coil detached successfully. The device did not prematurely detach. It was noted that the operator fired the coil in the catheter, therefore it was not used in the patient. There were any patient symptoms or complications associated with this event.